Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. No general reagent issue is evident. Different prl levels were measured with the roche method and the centaur method, but direct comparison measurements of the two methods were not performed with either of the two samples. Based on available data, it could not be confirmed if there is really a discrepancy between the two methods. Possible differences in results may occur if the patient has macro-prolactin in their serum. The presence of macro-prolactin in the sample would yield a higher value with the roche prl method. The two samples may also not have been from the same patient, but this could not be confirmed. Clinical differences in prl levels may also occur over several days.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). Medwatch field expiration date was provided as february 2017. (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys prolactin assay (prl) on a cobas e 411 immunoassay analyzer (e411). The patient sample initially resulted as 78.47 ng/ml and this value was reported outside of the laboratory. The sample was also repeated on (B)(6) 2016, resulting as 74.29 ng/ml. A new sample was collected from the patient and tested on a centaur analyzer on (B)(6) 2016, resulting as 18.80 ng/ml. A result value of 12.7 ng/ml from (B)(6) 2016 was also provided, but it is not clear if this result was from the initial sample, the new sample, from a different patient sample, or if it had been documented in error. A clarification has been requested. The patient was not adversely affected. The serial number of the e411 analyzer was asked for, but not provided.

Manufacturer narrative:
It has been confirmed that the value of the new sample tested on the centaur analyzer on (B)(6) 2016 was actually 12.7 ng/ml. The value of 18.80 ng/ml was provided in error.